Event description:
It was reported that the implant at tooth location 36 fractured after 7 years in patient mouth. Implant was loaded. Implant was removed, bone regeneration was performed

Manufacturer narrative:
Zimvie complaint number (B)(4) a1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. E1: reporter phone number unknown / not provided.